Manufacturer narrative:
(B) (4). The ge service rep replaced the ipc and reinstalled the settings. The system operates as intended.

Event description:
The customer reported that the system cannot start ipc defect. No pt injury was reported.